Event description:
The customer reported issues with his sensors. The customer stated got a calibration error, sensor errors, blood at site and he was assuming it was due to the insertion. Customer stated was a car wreck, stated he blacked out and hit several cars and rear ended one, customer's blood glucose was 46 mg/dl. Troubleshooting was done for calibration error and blood at site. Customer's blood glucose was 155 mg/dl. Advised customer the sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.